Event description:
Reporter stated that a patient's blood glucose was tested, using the accu-data gts system with a result of 489 mg/dl. Within 10 minutes, an additional sample obtained from the same patient reportedly measured 89 mg/dl in the facility's laboratory. Reporter stated that patient was not treated based on the value obtained on the accu-data gts system. Quality control testing had reportedly been performed on the system and the results were within acceptable ranges. The discrepant result was obtained in a hospital. Technical support requested the return of the suspect product and replacement product was shipped. Accu-data gts system: meter, comfort curve strip lot 549622 with expiration date 04/30/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect device.